Manufacturer narrative:
(B)(4): ceramic. Additional information was requested and the following was obtained: please clarify the parts that detached from the shaft of the device? No information the device was received with the electrode, ceramic and active rod separated from the device as one piece and it was returned with the device. In addition, the ceramic was partially missing. The ceramic was damaged by the separation of the ceramic from the lower jaw. Upon visual inspection to the device, the jaw was fully attached to the device and no anomalies were found with the jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy, the jaws became misaligned. The jaws and some parts were detached from the shaft when a scrub nurse checked the device outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.